Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure of ¿cable came off¿. The instrument was found to have a broken pitch cable at the distal clevis hub. The broke cable segment that contains the crimp was missing in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cable came off. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that the surgeon used the small grasping retractor type with the same lot number, one was completed and one was converted to open. Due to how long ago the procedure was performed, the customer and or staff have no additional details.